Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression. It was observed the proximal conductor had blood/body fluid, the outer insulation was breached cut and had white substance; blood present in/on the helix mechanism, and the lead was stretched. Full lead returned and analyzed.

Event description:
It was reported that the right atrial lead (ra) was damaged when the rv lead was being laser extracted. It was medical judgment to explant and replace the ra lead. No patient complications have been reported as a result of this event.